Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the electrical connector was broken. Based on the result, we concluded that it was caused due to the fluid damage from the electrical connector. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Electrical connecting pins at plug leaky. This event occurred at the time of before inspection. There was no report of patient harm.